Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the primary drawer 3 experienced a malfunction and could not be opened. A field service engineer effectively replaced the insep and restarted the station to rectify this problem. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.

Event description:
It reported that when using the pyxis medstation es system experienced drawer malfunction. A customer has reported that a user is unable to dispense medication due to a malfunction, which has resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: b5,d1,g1,h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3 had failed and would not open. A field service engineer replaced the inseparable due to a smaller magnet and powered the station back on. The system functioned as intended after the field service engineer repaired the device. E.1:initial reporter facility name : (B)(6). E.3: other occupation : (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer failed to stay closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.